Event description:
Caller reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.